Manufacturer narrative:
Investigation: DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection. Bd has not been provided with photos or samples for catalog 309050 lot 1803102 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause.

Event description:
It was reported that the needle of bd discardit¿ ii syringe was separated from syringe during intra-muscular injection of 5 doses of haldol decanos. Customer¿s verbatim: ¿ during an intra-muscular injection of 5 doses of haldol decanos, the syringe disconnected from the needle. The 5 ml syringe contained 5 doses of 1 ml of haldol decanoas. The syringe and the needle, however, seemed to be properly attached to each other. Haldol is known to be oily and particularly difficult to inject into muscles, with the resistance potentially resulting in disconnection. The hcw received haldol in the eyes and on the face.¿

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of bd discardit¿ ii syringe was separated from syringe during intra-muscular injection of 5 doses of haldol decanos. Customer¿s verbatim: ¿during an intra-muscular injection of 5 doses of haldol decanos, the syringe disconnected from the needle. The 5 ml syringe contained 5 doses of 1 ml of haldol decanoas. The syringe and the needle, however, seemed to be properly attached to each other. Haldol is known to be oily and particularly difficult to inject into muscles, with the resistance potentially resulting in disconnection. The hcw received haldol in the eyes and on the face.¿